Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a damaged keypad, moisture in the main pump compartment, and a dim display. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) /2013 with the following findings:keypad cover is peeling from base at the bottom of 'ok' keypad button; all keypad buttons are responsive. Removed keypad cover to check the condition of contacts: no contamination visible. Unrelated to the complaint, a dim pink display screen is found. Pump cover is removed to take away a bad display screen and complete a test with a new good display screen. The good display screen is showing a strong contrast and clear text. There is also the moisture visible inside the pump main compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.